Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during rewind as a result of a motor encoder signal being out of phase.

Event description:
The customer reported that the insulin pump alarmed twice. Troubleshooting was performed. The customer cleared the alarm and performed a rewind. No further info was provided.